Event description:
It was indicated that, in (B)(6), the pump exhibited a larger than expected residual volume at a refill. During that same month, the pump was replaced due to normal battery depletion and the catheter was checked. At the time of report, the patient¿s pump was being used to deliver lioresal; however, it was unclear if that drug was consistent with the drug at the time of the event. As of the time of report, there had been no known interventions performed and it was not known if there had been any symptoms associated with the event. Further follow-up was requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11156r06, implanted: (B)(6) 2002, product type: catheter. (B)(4).